Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2019. Explant date: (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.